Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for elective generator change, it was noted that the ra lead had begun t pull back. The electrical measurements on the ra lead were still normal and unchanged. Lead was explanted and replaced successfully without adverse consequences to the patient. The patient was stable post-procedure. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.